Manufacturer narrative:
According to the report, laser light leaked into the operating room due to a fault in the laser cable. More information will be provided when the manufacturer has completed investigation of the device.

Event description:
The laser cable was damaged and as a result laser light fired briefly in the operating room. There was no injury to the patient or the staff. All of the staff were wearing goggles.

Manufacturer narrative:
With regards to this complaint, one 23 gauge stepped laserprobe with dorc connector was received for investigation. Visual inspection of the returned product revealed no anomalies. Functional testing confirmed that the internal fiber was broken. The outer jacket of the fiber, however, was intact and prevented laser light from emerging directly. The cause of breakage of the fiber is unknown.

Event description:
The laser cable was damaged and as a result laser light fired briefly in the operating room. There was no injury to the patient or the staff. All of the staff were wearing goggles.